Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024, and the cause of death was cerebral vascular accident, hypertension, coronary artery decease, and uncontrolled diabetes. The preexisting medical conditions was several strokes before. The pump was not worn at the time of passing. The last known product(s) for this customer are as follows: mmt-332a, mmt-1884, and mmt-213a. Troubleshooting was performed, and the issue was not resolved. No further patient complications were reported. No product return is required for mmt-332a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-213a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024.. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 26-aug-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 26-aug-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap with a broken 2 heat stake post. The pump was received with a depleted acdelco super heavy duty alkaline battery installed. Unable to verify customer's daily total of all insulin delivered surrounding the date of (B)(6) 2024 listed on pump history and the days prior to that date due to insufficient data in the trace/history files. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.